Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that after insertion of the catheter, the physician found the proximal lumen was blocked and blood couldn't be withdrawn. They tried to flush the lumen but without results. The catheter was removed and replaced without issue.

Manufacturer narrative:
(B)(4). The customer returned a two lumen cvc catheter. Visual examination of the returned catheter revealed signs of use but no damage or defects were observed. The catheter appeared used but typical. Functional testing was performed by connecting a 10ml lab inventory syringe filled with water to each extension line hub separately. Pressure was applied to the syringe plunger and water was injected into the catheter and exited at the distal tip and skives accordingly. No resistance was encountered and no blocks were found with both the distal and proximal lumens. The catheter extrusion graphic states that the inside diameter of the proximal lumen is 0.0.16" - 0.019". Therefore, a 0.014" pin gage guide was inserted into and passed through the proximal lumen without resistance confirming that there were no blocks detected. This kit includes a 0.032" guide wire for use through the distal lumen; therefore, a 0.032" long pin gage was inserted into the extension line hub and passed through the catheter body easily exiting at the distal tip. Again no resistance was met and no blocks were found. A device history record (DHR) review was performed on the catheter and did not reveal any relevant findings. Other remarks: the reported complaint of the proximal lumen of the catheter was found blocked after insertion could not be confirmed through examination and functional testing of the returned sample. No resistance was met and no blocks were found with both the distal and proximal lumens. A DHR review did not reveal any manufacturing related issues. No problem was found with the returned catheter.

Event description:
The customer alleges that after insertion of the catheter, the physician found the proximal lumen was blocked and blood couldn't be withdrawn. They tried to flush the lumen but without results. The catheter was removed and replaced without issue.